Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited erratic/variable superior vena cava (svc) defibrillation coil impedance and an alert was triggered for high impedance when the svc impedance exceeded the upper programmed alert level. Additionally, it was indicated that the rv defibrillation coil impedance showed erratic/variable impedance and two impedance spikes were noted on the pacing impedance histogram. A lead fracture was confirmed. The lead has been extracted and will be replaced at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.